Manufacturer narrative:
The explanted pump was returned assembled with the driveline cut approximately 3 inches from the pump housing. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. Examination of the distal side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup and inlet bearing ball, which was pulled out of its bore upon disassembly. The deposition¿s laminated structure and areas of denaturation indicate that this thrombus likely formed over an undetermined period of time while the pump was supporting the patient; however, the root cause for the development of this formation could not conclusively be determined through this evaluation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 11 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to pump thrombosis. The patient experienced unspecified clinical symptoms that required inotropic support. No additional information was provided.